Event description:
It was reported by the customer that his insulin pump was alarming and upon inquiring further, it was discover that he had been involved in an automobile accident that was not diabetes related. During troubleshooting, customer was asked to perform a fixed prime. Customer states the insulin did not exit and the device alarmed no delivery. Next, customer was asked to remove reservoir and perform a manual prime. Customer states the insulin did exit and the device did not alarm no delivery. Customer's blood glucose level was 122 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with scratched lcd window and cracked reservoir tube lip.